Manufacturer narrative:
During the time of the reported event, the employee opened the system 1e while water and sterilant were still in the chamber, causing sterilant to come in contact with his right forearm, resulting in a burn. The user facility was unable to confirm if the employee was wearing proper ppe during the time of the event. The employee went to the ER and returned to work after. The user facility was unable to confirm if the cycle aborted as designed; the print out for the cycle was discarded. The instrument present during time of reported event was reprocessed prior to use. No report of procedure delay or cancellation. Following the reported event, a steris service technician arrived onsite to inspect the unit. The service technician was unable to reproduce the reported issue, ran a test cycle, and found the unit to be operational. The system 1e operator manual states (p.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The system 1e operator manual also states (p.1-3), "if fluid remains in the chamber at the end of a cycle, call customer service." The technician stated the reported event may be attributed to bad draining within the system or a tray being placed within the system 1e incorrectly. The account manager confirmed in-service was offered, but was declined.

Event description:
The user facility reported that an employee obtained a burn after opening the lid of the system 1e while water and sterilant were still in the chamber.